Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter products are identified.: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter was returned for evaluation. During visual evaluation, fiber disturbance was noted to the distal end of the balloon. No kinks were noted to the catheter shaft and no anomalies to the luers, bifurcate or glue fillets. During functional testing, an in-house presto inflation device was used to inflate the balloon and water was noted leaking from the balloon. The balloon fibers were stripped and under microscopic examination a longitudinal rupture was noted to the balloon. No other functional testing was performed. Therefore, the investigation is confirmed for the reported longitudinal balloon rupture as a longitudinal rupture was noted to the balloon under microscopic examination. The investigation is also confirmed for the identified material frayed and peeled pebax as both were noted to the balloon under microscopic examination. A definitive root cause for the reported uncomplicated balloon rupture and identified material frayed and peeled pebax could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 09/2024.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured under rated burst pressure and contrast leakage was found. It was further reported that another device was used to complete the procedure. There was no reported patient injury.